Event description:
The cde reported that while the patient was wearing the v-go it fell off. The patient mentioned as he was working in humid conditions the v-go would not adhere to his skin. Patient tied the v-go down with skin tactic tape and reused the same v-go. Patient was advised to always remove v-go in question and replace with a new one. The patient no longer has the v-go in question in his possession.